Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 during the surgery, when the surgeon drilled the screw into the bone flap, the screw did not enter the bone flap, and the screw's head was broken. All the pieces were removed from the patient. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient. No additional information could be provided. This report is for one ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. A device history record (DHR) review was conducted: part: 400.834s, lot: 82p8805, manufacturing site: (B)(4), release to warehouse date: 14 january 2021, expiry date: 01 january 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.